Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed pulse testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. Additionally, the c19 capacitor on the defibrillator pca was defective. The negative lead pad was lifted off the board, causing the faults. The root cause for the open r45 resistor could not be positively identified. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.